Event description:
It was reported that pump experienced malfunction that displayed malfunction code 15, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.